Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a tear on a micl12.6 implantable collamer lens, -12.5 diopter, was noticed during insertion. The reporter stated that patient contact is unknown but that there was no patient injury. The backup lens was implanted with no issues. The reporter stated that the cause of this event is unknown. The reporter was unable to provide further information.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found portion of a haptic missing and a haptic tear. Claim# (B)(4).